Manufacturer narrative:
There was no patient involved with this concern. A medtronic representative went to the site to test the equipment. Issue was replicated and detected in that the battery tray that was nonfunctional. The battery tray was replaced and all system functions were checked. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
A medtronic representative reported that there was a battery issue with a pink flashing battery light on a imaging system. There was no patient involved with this concern.